Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Product was not returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. It was mentioned that the surgical technique was not followed; however, no additional information was provided regarding the deviation from the surgical technique and without the opportunity of evaluating the actual product, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number: 0001822565-2017-08402.

Event description:
It was reported that during a partial knee arthroplasty, the plastic surface of the provisional was fractured when the surgeon attempted to pull it out using a tonsil. No adverse events have been reported as a result of the malfunction.